Event description:
It was reported that the customer received no delivery alarms. The customer received the no delivery alarm and then a low reservoir warning followed by almost instantly running out of insulin. The customer stated that subsequently she experienced high blood glucose levels. The customer's blood glucose was 528 mg/dl. The customer treated herself with insulin pump therapy. Troubleshooting was not done because the customer had already resolved the alarm with a complete set change. Advised to call when the alarm occurred in order to troubleshoot. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.